Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed blood residues throughout the returned device. The sample was functionally tested by flushing the infusion set with water using a 12 ml luer lock syringe. During testing, a leak was observed originating from the needle housing, near the base of the needle. A uv light was used to identify spots of missing adhesive near the interface of the needle shaft and needle housing. Due to the lack of proper adhesive application, the complaint was confirmed and was determined to be supplier related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the patient was punctured and saline was administered; blood began to flow back. On (B)(6) 2025, it was found during an investigation a leak was observed originating from the needle housing, near the base of the needle.